Event description:
Device inserted in 1999. Device was nonfunctional. On removal the cath was rough, appeared eroded and felt like calcifications which required additional incisions for removal. This type of cath has been a problem upon removal in other pts as well.